Manufacturer narrative:
Pending investigation. D10: (B)(6) - 02-010-01-0250 - lgc femoral ps cem left sz 5, (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk, (B)(6) - 02-012-43-5040 - lgc tibia rbktray cem sz 5f/ 4t, (B)(6) - 201-78-81 - 3 trocar, mod. Hex 2pk, (B)(6) - 521-78-32 - threaded pin size 3.0 collarless, (B)(6) - 521-78-23 - threaded pin size 2.3 collared, (B)(6) - 521-78-23 - threaded pin size 2.3 collared.

Event description:
It was reported that approximately 3 years and 8 months post the initial left total knee arthroplasty, the patient underwent a revision. The patella was removed, and the tibial insert was revised to a size 5, 11mm. Poly wear was indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3 device not returned checked. Investigation details based on the images provided, there does not appear to be excess wear of the polyethylene components. The reason for the revision reported could not be confirmed. H6 investigation type, findings, conclusion codes.